Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of radio frequency failed pic self-tests, failed battery test and battery out limit from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that her pump constantly goes off and she changed the batteries in it. The customer mentioned that she broke the plastic part on the back. The customer mentioned that the pump has been flashing on and off for the last couple of days. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No failed battery test, rf pic failed or battery out limit alarm tests noted during test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.